Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The nail splitter 5 del str (40-226a) was not returned for evaluation after three good faith effort (gfes) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has not been provided, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is the issue of breaking may be the result of wear or rough handling. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that while caring for a patient, the instrument/nail splitter 5 del str (40-226a) broke in the user's hand causing inflammation pain to the palm of the hand. No patient injury or surgical delay was reported.